Event description:
It was reported the device was used in an unknown procedure. It was reported by the purchasing agent that the tct75 did not fire. Another tct75 was used to finish the case. There was no consequence to the pt.